Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from an unspecified line of the amia set during peritoneal dialysis therapy. The patient explained that they woke up in the middle of the night due to an alarm and solution had sprayed all over the patient¿s clothes and bedding. The patient said there was a pin-size hole in the tubing of the patient line where the solution was leaking from. The patient started therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.